Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent down arrow button response due to a flattened button dome switch. No unexpected frozen display was noted during testing. The following cosmetic damage was also found on the device: cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 239 mg/dl. The customer stated that the button error alarm occurred while he was changing the reservoir. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.